Event description:
It was reported via a clinical report form from the post-approval stealth registry that during an orbital atherectomy (oa) treatment procedure, a vessel perforation occurred post-atherectomy. The target lesion was located in the pt artery. The tasc classification is unknown. It was 60mm in length, 99% stenotic, and moderately calcified. The physician used a stealth solid crown 1.50mm for 3 runs: 1 at low speed for 30sec, 1 at high speed for 30sec and 1 at high speed for 40sec for a total run time of 3mins,20sec. Post intervention stenosis = 100%. He then treated via angioplasty with a 3x100 pta balloon at 6 atms for 5 mins followed by positioning and post-dilating a xience stent at 11atms with post-stent residual stenosis of 0%. Two other lesions (sfa and peroneal) were treated with pta during this procedure. A perforation of the pt artery was noted and was resolved in the lab via pta & stent placement. The patient status remained stable during this procedure.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(6). The device was discarded by the facility.